Event description:
Customer reportedly obtained results of 112mg/dl, 52mg/dl, 58mg/dl, 123mg/dl, and 90mg/dl on the same device within 10 minutes. Controls were used; however, it was not provided if controls were valid. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. System used: strip lot: 300305, 12/31/2007. It was not stated where comparison occurred.

Manufacturer narrative:
Suspect device is strip lot 300305, 12/31/2007.